Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), female, patient, who received super poligrip free denture adhesive cream ((B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started super poligrip free cream (dental). At an unknown time after starting super poligrip free, the patient experienced neuropathy and exacerbation of neuropathy. The patient reported, "I'm experiencing neuropathy and it got worse after using this". This case was assessed as medically serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip free is manufactured in (B)(4). The lot number for this product is available (lot number x10451a). It is unknown if the product will be returned for quality assurance testing. (B)(4).